Event description:
Per complaint (B)(4), there was no primary stability upon initial placement of a dental implant. The implant was aspirated by the patient and removed during clinical procedure. Nerve damage and pain were also reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and to report device evaluation results. Updated device return date, analysis awareness date, and report type and follow-up number. Updated follow-up type, device evaluation status, method, result and conclusion codes, and remedial action taken.